Manufacturer narrative:
The user facility submitted medwatch (B)(4) for this event. Device manufacturer address (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a vented paclitaxel set leaked. During a taxol infusion, an unspecified infusion pump alarmed "occlusion". The nurse "had the line in hand near the filter and felt a drip". The nurse discontinued the infusion and "bagged up medication and IV line in the appropriate chemo bag and returned it to pharmacy". Pharmacy inspected bag and tubing and it was determined that there was no leak. Pharmacy redistributed the tubing and taxol. Approximately halfway through the infusion, a leak was again noted at the filter. The infusion was again discontinued and returned to pharmacy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.